Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating they got the new controller but it kept showing the message recharging not available cannot continue available install medtronic battery pack. Their controller was at 100% battery and the ins was at 50%. During call pt was using aa batteries in their controller. Pt inserted the controller battery into their controller and then attempted to recharge the ins; pt got no device found. Pt went through passive recharge mode and got recharging excellent. The ins battery was at 70%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began about a month ago. Patient stated they had to sit perfectly still or the implant would shut itself off and they wouldn't find the system. Patient mentioned when plugged into the ac power they couldn't find the device either. Patient also got a battery low message but it was at 100%. Agent understood this as controller battery. During the call patient cleaned the controller port and recharger pins. Patient reset the controller. There were no damages on the recharger. Patient plugged the recharger and got no device found multiple times but was finally able to get to excellent. Controller was at 90% and implant was at 40%. Agent would call patient back to continue troubleshooting. Patient was able to fully charge the implant but they got the no device found message 9 times and had to keep pressing recharge to charge the implant. Agent closed case. Additional information was received from the patient. Patient called back in stating when they try to charge the controller using the ac power supply they still see no device found, despite the implant being fully charged to 100%. Patient stated they were scared and did not want to be in pain like they were. Patient stated they pressed try again but could not find the device. Agent had patient connect recharger and press recharge on no device found screen. Patient entered passive recharge mode with numbers 95-95-95 and then 93-94-94 but then patient saw no device found again. Patient disconnected recharger and still reported no device found. Agent reviewed controller and implant must be re-paired. Agent sent repair request for replacement controller. Patient stated they did not get replacement recharger yet as they need to go to their child's house where it was delivered.